Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced one inappropriate shock. Technical services (ts) evaluated the device data and determined that myopotential oversensing led to inappropriate therapy delivery. The evaluation further revealed decreased r-wave amplitudes, altered signal morphology, elevated defibrillation thresholds, and changes in system impedance measurements. The device was subsequently reprogrammed from the primary sensing vector at 1x gain to the alternate sensing vector at 1x gain, and smart charge was extended. Troubleshooting recommendations were discussed. At this time, the device remains in service. No adverse patient effects were reported.